Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a distributor in antother country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The rt216 breathing circuit is en route to fisher and paykel healthcare for evaluation. In the interim, a photograph of the label on the packaging indicating the missing component was provided. The omission of the connector from the breathing circuit kit is due to operator error during the packing process. The circuit pack appears to have passed visual inspection for missing components. A CAPA was implemented and new standard operating procedures put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station, the effectiveness of the improvements implemented are being monitored of determined if further improvements are necessary. A lot check revealed no other complaints of this nature for this lot number. Our monitoring and trending of events involving missing/wrong components in breathing circuit kits has a rate of occurrence of 56 ppm worldwide in the last year to 2008.

Event description:
A distributor in another country, reported that a connector was missing from an rt126 infant low flow breathing circuit kit. The missing component was detected during inward goods inspection prior to distribution. No patient consequence was reported.